Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h4, h6 (investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: d5, g1(contact person).

Event description:
N/a.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the iabp and found unit with totally broken fiberoptic plug. The fse replaced the fiber optic assembly, upper panel, and coiled cable, due to it looking in rough shape, using flat head screw. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) optical cord cable would not click in. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.